Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had a connection issue; further described as "the patient folded wings with one hand and turned them to the right, but it kept spinning without stopping". This was observed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye did not observe any issues. Functional tests including under water pressure test, self-test and priming where performed with no leaks or abnormalities observed. The reported condition was not verified. The device was conforming product and met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.